Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking handle of the mayfield base unit (a2101) does not fully lock down in place and can be easily unlocked by just a gentle pull. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the shock cushion worn from routine use and the transitional teeth were worn. The 6-inch transitional had worn teeth and needed to be replaced. The ¼ inch pin and adjustment wrench had worn threads. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2008). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.